Event description:
It was reported in a literature article that upon a retrospective review of patients treated with a stent that an intra-procedural aneurysm rupture occurred. No other information was provided.

Manufacturer narrative:
The device was not returned to the manufacturer; therefore, physical analysis cannot be performed. However, aneurysm rupture is noted in the direction for use (dfu). Therefore, the probable cause of the event is anticipated procedural complications.

Manufacturer narrative:
Event date: it was reported in a literature article that a retrospective study was conducted on patients treated with neuroform stents between (B)(6) 2001 and (B)(6) 2010, therefore the exact event date is unknown. Device remains implanted.

Event description:
It was reported in a literature article that upon a retrospective review of patients treated with a stent that an intra-procedural aneurysm rupture occurred. No other information was provided.